Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited noise. No intervention was performed and the patient was in stable condition.

Event description:
New information noted that the right ventricular lead was capped and replaced (B)(6) 2023. The patient was in stable condition throughout the procedure.